Event description:
Dealer states the front left fork and stem has seized up, no injury reported.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.